Event description:
The customer reported via phone call that the customer had high blood glucose level of 442 mg/dl. Customer was not using auto mode. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.